Event description:
It was reported that a 45-year-old asian female patient underwent a breast augmentation revision procedure with a mentor smooth round moderate plus profile 425cc saline breast prosthesis that deflated post implantation. A possible leak from the left breast prosthesis was diagnosed by a healthcare professional. As a result, the patient underwent explantation on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 14-jun-2022, mentor received additional information about the event. It was previously reported that the patient¿s left breast prosthesis had deflated and that she underwent explantation on (B)(6) 2022. New information received states that the patient underwent a surgical intervention on (B)(6) 2022 and it was discovered that the left breast prosthesis was intact. The left implant was not removed from the patient. B1 is product problem no longer applies to this event nor does h6 medical device problem code material rupture (a0412). Manufacturer¿s reference number: (B)(4).